Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 6/4/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, a steam pop occurred, followed by pericardial effusion. The physician was ablating the anterior left atrium (la) roof of for an atrial fibrillation ablation, at 45 watts, 15 ml/min irrigation, for 15 seconds when there was an impedance rise. Two more radio frequency applications were made on the posterior wall of the la, when it was noticed that the patient's blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echocardiogram (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. However, the patient needed to be transferred to the operating room to have a cardiothoracic surgery. The perforation (approximately 3mm on la anterior roof) was repaired, and an la anterior clip was deployed as well. Extended hospitalization (3 days) was required, as a result of the adverse event. The patient recovered and was discharged from hospital. The physician¿s opinion regarding the cause of the adverse event is that the perforation occurred from the ablation catheter and that it was possibly related to the steam pop that occurred. Transseptal puncture was performed during the case. No error messages were observed on any biosense webster inc. (Bwi) equipment. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto 3 system did not indicate re-zeroing of the catheter.

Manufacturer narrative:
It was reported that a 66-year-old male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The investigational analysis completed 7/7/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor was tested and it was found to be working properly. Force values were observed within specifications. Then, electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications. Tthe catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).